Manufacturer narrative:
(B)(4). No product yet returned.

Event description:
Consumer complaint of about high blood results. Caller normally ranges from 130-140mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (350) and the lowest normal result (130) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). Product returned. Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Correction of PMA/510(k)#: k090495.

Event description:
Consumer complaint of about high blood results. Caller normally ranges from 130-140mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (350) and the lowest normal result (130) is located in zone c. No adverse event reported.